Event description:
It was reported that a patient underwent a ventricular tachycardia ablation procedure with a qdot micro¿ catheter and the patient experienced pericardial effusion that required pericardial drainage. Pericardial effusion requiring drainage post ablation procedure. Small effusion was noticed prior to catheters entering the heart. Physician does not believe catheters caused effusion. No catheter fault. Case completed prior to effusion being detected. Additional information was received indicating the physician's opinion on the cause of this adverse event is that it was patient condition related as a preexisting effusion noted prior to catheter insertion. Patient recovered from the effusion. Patient's extended hospitalization stay was already anticipated prior to the procedure. Transseptal puncture (tsp) was performed but it is "not relevant. Occurred hours after tsp". There was no evidence of steam pop. Effusion was noticed to have worsened at end of procedure after heparinization and activated clotting time (act) greater than 350sec.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31245653l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.(B)(4).